Manufacturer narrative:
D9: updated h6: updated 707182701-30 and 707182701-40 were originally thought to be the set of leads returned for analysis. Additional information determined that these leads were discarded, and 707182701-10 and 707182701-20 were returned and the other set discarded. Updated mdrs being submitted to reflect this change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual, electrical and dimensional inspection showed that the lead received extra handling as it was attached to another lead with a tight knot. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual, electrical and dimensional inspection showed the lead received extra handling as it was attached to another lead with a tight knot and insulation damage was observed on the wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day of implant of this temporary pacing wire after an aortic valve replacement procedure, it was indicated the patient presented with complete heart block with slow escape at 30 beats per minute (bpm) and required electro-training. It was stated that an external pacemaker was put on sentinel. Significant vomiting with inhalation was observed. Two days following the procedure, the patient presented with a brief cardiorespiratory arrest on complete block. The patient recovered following a few chest compressions and reactivation of the external pacemaker. It was reported that 3 days post implant of this unipolar temporary pacing wire, the pacing system stopped working when the sternal wound dressing was removed and changed. It was confirmed that the pacing wires were not accidently removed during wound re-dressing. It was further reported that the external pacemaker box was switched on, but no pacing was commenced. The patient went into cardiorespiratory arrest. A external defibrillator was used to pace at 80 beats per minute (bpm). The patient then went into arrest again and cardiopulmonary resuscitation and therapy were provided and the patient rapidly recovered. It was mentioned a femoral sees was installed. Subsequently, 2 days later, the patient died. The cause of death was received as multiple organ failure. Additional information was received which indicated that two temporary pacing wires were used on the patient. It was clarified that during the implant procedure of the temporary pacing wires post aortic valve replacement, pacing was observed while testing. It was further indicated that upon the patient presenting with complete heart block 2 days post procedure, pacing was performed using a external pacemaker at ddd mode "80/min." It was noted that there were no issues observed with the external pacemaker and electrodes at this time. It was further indicated that 3 days post procedure, just after the sternal dressing was attempted to be changed and the patient had gone into cardiopulmonary arrest, the external pacemaker was on but no longer pacing and the electrodes did not appear to have been mobilized. It was mentioned that the cables and pacemaker were not changed. It was reported that at the same time resuscitation was started, the patient inhaled massively before intubation. It was stated that pacing did not occur when required, leading to "prolonged cardiac arrest and further complications of inhalation, pneumopathy and low flow complications". It was indicated that a electro-drive probe (sees) was placed by the cardiology team for continued pacing. It was stated that the patient was treated with antibiotics for treatment of the inhalation pneumonitis. It was also stated that epinephrine and a non-selective beta adrenergic receptor agonist was also used to treat the patient. Later the same day, it was observed that the external pacemaker and these same electrodes were working again without any additional manipulation. The sees was left as sentinel and the patient was effectively "electro-trained" by the external pacemaker until the patient died 2 days later. It was reported that it is thought that the electro-drive defect at the origin of the cardiorespiratory arrest is linked to the patient's death. It was noted that the pulmonary inhalation is responsible for septic shock with multi-organ failure in the course, leading to the patient's death. It was reported that the low flow and pneumopathy resulting from complications of cardiac arrest, secondary to lack of stimulation and atrioventricular (av) blockage contributed to the patient's death. Additional information was received which stated that a different set of two temporary pacing wires had been implanted in the patient on the same day post aortic valve replacement, however, it was reported that these wires had very bad stimulation threshold so they were then switched to a second set of wires which were found to work well and have very good stimulation threshold at the time of implant. The second set of wires that were implanted in the patient remained in the patient until their death 5 days following implant and were subsequently explanted at that time.